Manufacturer narrative:
Section a2: date of birth: unknown/not provided. Section a3b: unknown. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon email address: unknown/ asked but not available. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the preloaded intraocular lens (iol) was inserting into the patient's right's eye the patient moved, causing damage to the lens. The issue was identified during handling and prior to insertion. There was no patient contact. No other information is available.